Event description:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with universal patch configuration (electrode lot#: p203889). The patient experienced multiple skin reactions including allergic reaction, general redness, irritation, itching, raised skin, rash, rawness/raw skin (no open skin), and blisters/welts. The patient sought medical treatment for the skin irritation and was prescribed multiple medications including injectable steroid, anti-itch medication, oral prednisone, famotidine, and hydroxyzine. The patient discontinued use of the device due to the skin irritation. The patient confirmed following the recommended skin preparation instructions. The patient has a documented history of skin sensitivity/allergies to latex, any kind of adhesives, and metals, which typically cause severe rashes and swelling.

Manufacturer narrative:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with universal patch configuration (electrode lot#: p203889). The patient experienced multiple skin reactions including allergic reaction, general redness, irritation, itching, raised skin, rash, rawness/raw skin (no open skin), and blisters/welts. The patient sought medical treatment for the skin irritation and was prescribed multiple medications including injectable steroid, anti-itch medication, oral prednisone, famotidine, and hydroxyzine. The patient discontinued use of the device due to the skin irritation. The patient confirmed following the recommended skin preparation instructions. The patient has a documented history of skin sensitivity/allergies to latex, any kind of adhesives, and metals, which typically cause severe rashes and swelling. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is an elderly 72-year-old and has a the patient has a documented history of skin sensitivity/allergies to latex, any kind of adhesives, and metals, which typically cause severe rashes and swelling. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.